Event description:
User facility reported an unsuccessful cavity integrity assessment (cia) test during an attempted novasure endometrial ablation. The procedure was abandoned and a perforation was confirmed on post hysteroscopy. Follow-up with the physician in 2009 revealed that one novasure device was used and did not pass the cavity integrity assessment (cia) test. A hysteroscopy was performed following the ablation, attempt and no perforation was noted. A hysteroscopy performed after a second device failed the cia test noted a perforation less than 0.5cm. No treatment was needed and the patient was discharged home the same day. The physician reported that follow-up with the patient indicated her "recovery was ok, no symptoms".

Manufacturer narrative:
Lot and serial number not provided by the complainant, therefore, the expiration date is not known. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review could not be conducted for the disposable device as a lot and serial number were not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.